Event description:
During an arthroscopic rotator cuff repair the tip of the device detached in the patient's rotator cuff and was not retreived. The procedure was finished arthroscopically. No injury reported with this event.